Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 37320un23 did not identify an increase in complaint activity related to the customer's issue. A review of tracking and trending did not identify any related trends for the product for the issue. A review of historical performance of the lot 37320un23 which was evaluated using worldwide data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 37320un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 37320un23. The device history record review was performed on lot 37320un23, which did not identify any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the customer's issue. Based on the investigation, no systemic issue or product deficiency was identified with the architect stat troponin-I reagent lot 37320un23.

Event description:
The customer reported a false positive architect stat troponin-I result for one patient sample while running on the architect i1000sr. The following results were provided: on (B)(6) 2023, sid (B)(6): initial troponin-I result = 0.129 ng/ml, customer states they repeat all first time critical tnis. Repeat result = <0.010 ng/ml customer's normal range for troponin-I = 0.010 - 0.124 ng/ml the customer believes the repeat troponin result and that they normally re-spin sample prior to repeating the test. The qc was in range. The customer provided the qc results from (B)(6) 2023: l2: 7.24 (exp mean 8.25, sd 0.89) l3: 29.47 (exp mean 30.39, sd 3.78) l6: 0.15 (exp mean 0.16, sd 0.2) there was no impact to patient management reported.